Event description:
A 38 year old patient came in with chest pain and shortness of breath. Patient was taken to cardiac cath lab and underwent a stent placement to her obtuse marginal vessel, which was 95% blocked. Catheterization was successful. When the cardiologist tried to remove the wire at end of procedure, the distal part of the loop was pinned against the distal end of the stent and the wire broke, leaving a 0.09 inch thin wire behind. Three days later there was an attempt by a second cardiologist to remove the wire fragment by doing a second cardiac catheterization. The cardiologist was able to remove the terminal portion of the wire, but residual portions of the wire remained behind, embedded in the stent. The patient was transferred to telemetry unit for further observation and care.